Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (does not charge batteries) was confirmed. As received, the charger/modem would not charge a battery pack. Upon eval, there was contamination on the battery board and the u13 (8-bit cmos flash micro-controller) component was shorted. The cause of the inability to charge a battery is the shorted u13 component. The cause of the contamination cannot be positively identified but is likely liquid ingress. No adverse event resulted from the shorted u13 component. The patient was issued a replacement charger/modem.

Event description:
A pt's doctor contacted zoll customer support to report that the patient's device would not power on. The issue was isolated to a defective charger/modem. The charger/modem was not able to charge the battery packs to power the monitor. The patient was issued a replacement charger/modem.